Event description:
It was further reported the top segments of the rapid atrial pacing were flickering out. After handling the device for awhile, it came back on steady. The device was returned for repair.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported the biomed was doing routine checkout of the device and noticed the rap (rapid atrial pacing) top segments are missing in the display. The device is being returned for repair. There was no patient involvement. It was further reported the top segments of the rapid atrial pacing were flickering out. After handling the device for awhile, it came back on steady. The device was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all incoming functional testing. It was also noted that the upper and lower cases were broken, all three control knobs were cracked, the heart lead flex connector was broken, and the light-emitting diode (led) flex connector was not fully seated.

Event description:
It was reported the biomed was doing routine checkout of the device and noticed the rap (rapid atrial pacing) top segments are missing in the display. The device is being returned for repair. There was no patient involvement.